Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the breath delivery (bd) printed circuit board (pcb). The ventilator passed self testing.

Event description:
The customer reported that, during patient use, an 840 ventilator went inoperable. No information is available regarding the patient being transferred to another ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.